Event description:
Infant with central PICC [peripherally inserted central catheter] line and had fluids attached to line with a trifuse connector, running tpn [total parenteral nutrition] and lipids. The connection piece of the trifuse that connects to the clave of the central line snapped off. The small part of the end of the trifuse that gets inserted into the clave separated from the clear part that screws onto the clave. When this happened, the part that snapped off landed on the floor. Rn and nicu [neo-natal intensive care unit] manager notified; md also notified, PICC line cleaned well, and new fluids ordered and hung. Manufacturer response for set, administration, intravascular, maxzero (per site reporter), waiting for their response.